Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2019-03013. Follow up revealed that the patient's infection has resolved.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-03013. It was reported that the patient developed an infection around her scs system. As a result, the patient's system was explanted, and placed on antibiotics.